Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was instructed to perform a patient initiated interrogation (pii). The shocking lead impedances of the pii were within normal range. The physician plans to monitor the patient via latitude. At this time there are no plans for intervention.

Event description:
Boston scientific received information via latitude remote monitoring that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a low out of range shocking impedance measurement less than 20 ohms. All previous measurements had been in normal range between 40-50 ohms. The patient planned to be brought into the clinic for further troubleshooting. To date, there have been no adverse patient effects reported.